Event description:
It was reported that the user experienced an infusion set occlusion alarm, which resolved after the user changed the infusion set and supplies. Symptoms included no reported adverse clinical effects, and blood glucose remained within the target range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed that the event was consistent with an occlusion resolved by supply replacement. It was concluded that the device functioned as designed once the infusion set was replaced and no further action was required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.